Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
UDI# (B)(4).- no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.